Manufacturer narrative:
Siemens' investigation into the reported event is ongoing and a supplement report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2015, that although the flat panel (fpp) is calibrated, the positioning with other sid's in longitudinally very incorrect. Depending on the sid it could be incorrect up to 15mm. This effect can also be observed with the other linac at this customer site, but with a deviation of 9mm.

Manufacturer narrative:
Siemens' investigation into the reported issue found that the deviation of the flat panel positioner (fpp) had no clinical relevance and passed all quality measurements. The issue was identified as a mechanical misalignment of the fpp. The fpp was calibrated, is now in tolerance and there have been no reports of the issue since then.